Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the cap of the electric device connection terminal part of the surgical shears was found to be disconnected. Another device was used to complete the case.